Event description:
The facility reported a fail code 810:11, which occurred during patient infusion. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics , medication involved, or pump programming. The hospital representative stated that there has been no reports of any patient incident involving this pump since the last baxter service event.